Event description:
It was reported that the patients right ventricular (rv) lead had fractured on the pace/sense portion of the rv lead, resulting in an inappropriate therapy being delivered. The pace/sense portion of the rv lead was capped and an alternate lead was placed. The high-voltage portion of the lead remains in service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.